Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va09h0z, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported that the patient had less than 50% therapy relief at the lead location. There was no sensory, motor, or symptom response. The impedances were all in range and there was no product issue. X-rays and reprogramming were also performed. The lead was explanted and replaced. Six days later it was reported that the patient felt very little stimulation, but her symptoms of urgency and frequency were under control. The patient had an appointment scheduled with her doctor for the day after the report. The following day it was reported that the cause of the event was unknown, but attributed to the lead. The lead had dislodged or mi grated. It was noted that the implantable neurostimulator (ins) was also replaced. The signs and symptoms associated with the event were no sensation or symptom decline. Hospitalization was not required.